Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the lead passed introducer test. Tissue visible inside returned helix. Outer insulation is cut at 19 and 21cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads dislodged. The rv lead was revised and remains in use. There was difficulty repositioning the ra lead during revision and the ra lead was ultimately replaced. No patient complications have been reported as a result of this event.